Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. The event reportedly occurred in the nicu, therefore it is presumed that the patient is a neonate patient.

Event description:
It was reported that during a fentanyl infusion on a neonate patient in the nicu the tubing set leaked at the connection to an unspecified mating device regardless of how much the connection was tightened. The customer further stated that there were no clinical indications that the infant experienced pain due to the tubing set leak, as well as, there were no adverse effects caused to the patient from the event.